Event description:
(B)(6) customer gave herself a bolus of insulin based on the reading from the contour link. The specific reading was not provided. The next thing she remembered was waking up in the hospital. The paramedics took her blood glucose and it was low. Further information regarding the situation was not provided. The customer declined to have product replaced.

Manufacturer narrative:
The product information was not provided. The manufacture date could not be determined.